Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified a curved opening anterior, creases flat, and observed void <1 mm in textured valve-to shell-bond area which was not considered workmanship. Leak test and microscopic analysis were performed which identified sharp curved opening and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp curved opening on anterior assessed as an unidentified (tear) opening.